Event description:
The surgeon reamed the acetabular up to a sz 56, trialed using the sz 56 liner, good fixation. Proceeded to implant the actual dual-mobility cup there was no contact with the walls of the acetabulum, too loose. The surgeon then tried the trio because of the screw hole options, it was also too loose. The surgery was completed using another porous cup of a different company. Ref MFR report: 3005180920-2013-00042.